Event description:
This is a report of a colleague infusion pump with a failure code 810:04, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition. However, as a precaution, the air in line (ail) printed circuit board (pcb) was recalibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.